Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a catheter. The customer reports that they were unable to deflate the balloon after testing the balloon prior to insertion into pt. No pt involved. The device is being returned for investigation.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.